Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a customer at memorial medical center in las cruces, nm, confirmed their unit of 11500a23 was labeled with an expiration date of 07-24-2023, but jde is indicating this unit was assigned an expiration date of 07-23-2024.

Manufacturer narrative:
H3: report that unit of 11500a23 was labeled with an expiration date of 07-24-2023, but jde is indicating this unit was assigned an expiration date of 07-23-2024 was confirmed. Valve was returned in sealed shelf box with tagalert displaying ok. Both shelf box labels list an expiration date of july 24, 2023. Jde has an expiration date of july 23, 2024 listed for the valve. Tamper resistant seal was intact on the shelf box.. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a customer at (B)(6), confirmed their unit of 11500a23 was labeled with an expiration date of 07-24-2023, but jde is indicating this unit was assigned an expiration date of 07-23-2024. Per product evaluation, it was confirmed that jde has an expiration date of july 23, 2024 listed for the valve. Tamper resistant seal was intact on the shelf box.

Manufacturer narrative:
Complaint of expiration date discrepancy within jde is confirmed. Risk management documentation is adequate. IFU/labeling is adequate as the final expiration date listed on the label is correctly indicated as 24-jul-2023, per the shelf-life change performed under irvine wo (B)(4). Additionally, the expiration listed in the wo aligns with the jde work with manufacturing date screen, confirming that the expiration date listed on the label is correct and there is no nonconformance of the label. CAPA-23-00128 was initiated for this issue of the jde nonconformance and is currently in investigation phase. Root cause analysis: per event description, it was reported that an 11500a23 was labeled with an expiration date of 24-jul-2023, but jde is indicating this unit was assigned an expiration date of 24-jul-2024. The subject device was returned and the expiration date on the label was compared with that of jde. DHR review was performed, and no relevant non-conformances were identified. While the jde work with lot availability screen does show an expiration date of 24-jul-2024, irvine wo (B)(4) for shelf-life change from 5 years to 4 years was completed on 10-nov-2021 and lists a final expiration date of 24-jul-2023. Additionally, the expiration listed in the wo aligns with the jde work with manufacturing date screen, confirming that the expiration date listed on the label is correct and there is no nonconformance of the label itself. Based on the information available, the complaint is confirmed, however, there is no product label nonconformance. The nonconformance exists within jde and CAPA-23-00128 was initiated for this issue and is currently in investigation phase.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: h2 most labeling issues have little potential for patient injury, such as incorrect lot number or typographical error. The risk for injury is remote. Based on the information available, the complaint is confirmed, however, there is no product label nonconformance. The nonconformance exists within jde and CAPA-23-00128 was initiated for this issue and is currently in investigation phase. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.